Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that chemotherapy medicine leaked from the as lvp 20d 2ss cv tubing connection to the spiros cap. The following information was provided by the initial reporter: "spiros was attached to the end of tubing primed with chemo, and was connected to pt without issues. Later, pt was found with chemo leaking from spiros cap at the site where spiros connects to tubing."

Event description:
It was reported that chemotherapy medicine leaked from the as lvp 20d 2ss cv tubing connection to the spiros cap. The following information was provided by the initial reporter: "spiros was attached to the end of tubing primed with chemo, and was connected to pt without issues. Later, pt was found with chemo leaking from spiros cap at the site where spiros connects to tubing."

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2420-0007 lot 20077594, was received by the customer for investigation. A ICU smallbore trifuse extension set was also received attached to the bd primary set by a ICU medical spinning spiros connector. The set was visually inspected, and no defects were visually observed. The sample was primed and blue dye was pushed through the set at high pressure. No leak was observed. The customer's complaint that tubing was leaking chemo from the spiros caps could not be verified and no root cause was established. A device history record review for model 2420-0007 lot number 20077594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20077594 regarding item #2420-0007. H3 other text : see h.10.